Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's father reported via phone call that there is physical damage to the insulin pump; the drive support cap was loose. The patient's blood glucose at the time of incident was 600 mg/dl, which was treated with a 13-unit syringe insulin injection. Troubleshooting was initiated for the loose drive support cap. The father did not recall any significant events leading to the insulin pump damage. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with detached end cap and unable to perform self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prim test, off no power test and excessive no delivery test due to detached end cap. All operating currents are within specification. The drive support disk was inspected and no anomaly was noted. The insulin pump had cracked reservoir tube lip and minor scratched display window.